Event description:
It was reported that in a survey the following question was asked: "does the level 1 fluid warming device set up allow for rapid deployment and ease of use in an emergency situation?" Response was: "no, lack of familiarity as rarely used so not easy/fast". No further details were provided. No patient death or serious was reported.

Manufacturer narrative:
No catalog, model, lot or serial numbers were communicated.device expiration date and device manufacturing date not available. Device evaluation including root cause analysis is in progress. No product was returned for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Additional information: the complaint information was provided from a 3rd party company who conducted a general post-market clinical follow-up (pmcf) activity on our company's behalf. Post-market clinical follow-up for this product family is required to comply with EU MDR requirements. This general pmcf activity consisted of interviewing clinicians anonymously about safety and performance of the level 1 hotline and fast flow temperature management systems at the asa (american society of anesthesiologists) anesthesiology conference from 21-october-2022 through 25-october-2022. Devices within the scope of this activity included intravascular devices only, not irrigation products.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. Lacking any additional evidence in the complaint file attachment, and details in the complaint description, a probable cause could not be determined. Therefore, this complaint has been closed as unconfirmed. If the product is returned, this complaint will be reopened for further investigation. Cannot perform a device history record (DHR) review because there is no part number or serial number provided by the customer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).